Event description:
It was reported by the customer that their insulin pump was alarming battery out limit and failed battery. Customer stated they could not recall any significant events that lead to the alarm, but the device continuously alarms after they have inserted new batteries. During troubleshooting, customer was asked if the device show physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to clean battery cap with cotton swab and reinsert batteries. Customer states device continued to alarm. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. The insulin pump was monitored and no blank display, failed battery test alarm, battery out limit alarms, weak battery alarms or low battery alarms were noted. No damage was noted on the isolation tape. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window and minor scratches on the display window.